Event description:
Report of infection rec'd per the sales dept. F/u with hcp revealed onset of infection on 6/2001 with symptoms of redness, swelling, and drainage. The primary location of infection was the device pocket. A culture was obtained of the pocket and was positive for "staph - not aureus." The pt was treated with IV and oral antibiotics and device explant. The infection has resolved.